Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Additionally, it was reported that "black stuff" was exiting the cartridge tubing, no additional information was provided. Customer declined to load a new cartridge to resolve the issues and reportedly continued using the existing cartridge for insulin therapy. Customer¿s blood glucose (bg) level was 501 mg/dl, with large ketones identified as life threatening by a healthcare professional. Cause of the elevated bg was unknown. A manual injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."